Event description:
It was reported that a spectrum iq pump failed a downstream occlusion test on three consecutive attempts, yielding test values of 20.14 psi (pounds per square inch), 25.35 psi, and 19.85 psi . This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.